Manufacturer narrative:
The manufacturer did not receive devices or x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4) .

Manufacturer narrative:
The compatibility check could not be performed as no product information was provided. A trend analysis was not possible to perform, as no specific failure mode/product number was provided. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes are reported in the dfmea which is available for every zimmer biomet hip implant and are continuously monitored and updated. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
This case was re-opened on 07/30/2015 to enter the supplemental information received on 07/27/2015. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed again. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
DHR review: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Compatibility check: the compatibility check was performed and showed that the product combination was not approved by zimmer. Review of incoming information: it was reported that the device has been explanted prematurely because of metallosis. Supplemental states that patient received an unknown zimmer product on date (B)(6) 2008 and was revised due to aseptic loosening and damaged implant on (B)(6) 2012. Revised product was a wagner revision stem, and according to patient history was combined with competitor products. No x-rays, pictures or surgical notes were provided. The stickers confirm that wagner stem was combined with competitor products. Devices analysis: devices analysis could not be performed as no product was available for investigation. Review of internal documents: instruction leaflet for endoprostheses: zimmer has not tested the safety or effectiveness of these devices for use in combination with non-zimmer products or components. If surgeons elect to assemble and implant a construct that includes components not manufactured or distributed by zimmer, they do so in reliance on their own clinical judgment and should so inform their patients. Root cause analysis: instruction leaflet for endoprostheses: zimmer has not tested the safety or effectiveness of these devices for use in combination with non-zimmer products or components. If surgeons elect to assemble and implant a construct that includes components not manufactured or distributed by zimmer, they do so in reliance on their own clinical judgment and should so inform their patients. Only authorized combinations should be used. To determine whether these devices have been authorized for use in a proposed combination, please contact your zimmer sales representative or visit the zimmer website: www.productcompatibility.zimmer.com. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. However we could identify a root cause for the issue. User error- wrong combination of products the need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported, that the patient was implanted a wagner sl revision ø15/190 on the left side on (B)(6) 2008. The patient underwent a revision surgery on (B)(6) 2012 due to aseptic loosening and damaged implant.

Manufacturer narrative:
This case was reopened on november 16, 2015 to enter additional information which was received on november 13, 2015. The need for corrective measures is not indicated and zimmer (B)(4) will close this case again. Zimmer's reference number of this file is: (B)(4).

Event description:
It has now been reported, that the patient was implanted an unknown winterthur hip on the left side on (B)(6) 2008. The patient underwent a revision surgery on (B)(6) 2012 due to aseptic loosening and damaged implant.

Event description:
A liability claim was raised. It was reported that the patient was implanted an unknown winterthur hips product on unknown position and unknown date. It was stated that the product was prematurely revised due to metallosis.